Event description:
It was reported that a user did not follow device-use instructions for the ilet, administered an external humalog injection while connected due to elevated glucose not decreasing and performed meal announcements for non-carbohydrate meals. A factory reset and additional education were requested. Symptoms included hyperglycemia of unknown severity. There was no reported injury, no medical intervention beyond user-administered insulin, and no hospitalization. Investigation included complaint review and user education and troubleshooting by support. Investigation of this case revealed user technique and use errors related to off-label correction dosing and incorrect meal announcements, with device function not demonstrated to be defective. It was concluded that the event was attributable to user error and use outside of instructions for use, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.